Manufacturer narrative:
The new pump was returned. No motor stalls, motor stall recoveries, or errors of any kind were observed in the pump logs. However, analysis confirmed the field allegations. The reservoir was destructively analyzed and the over pressure mechanism (opm) stem travel was found at .0020 inches. The pump fluid path, the opm seat, was not correctly installed as a result of a manufacturing issue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On 10-13-2015 the representative provided the serial number of the pump as (B)(4). Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received via a representative regarding a patient in (B)(6). There were no drugs in this new pump at the time of the event. No information was provided regarding the indication for use, medical history or other medications the patient was taking. The serial of the pump was not documented by the customer and could not be obtained. On (B)(6) 2015, during a pump replacement procedure reservoir issues occurred. Before implanting this new pump, the physician was unable to remove the fluid from the new pump's reservoir and there was also the inability to fill in the drug. It was undetermined as to what led to the event and no troubleshooting was performed. The physician used another pump and the replacement proceeded with success. The issue was reported as resolved at the time of the report. There was no report of patient symptoms as there was report that there was no patient involved with this event. The attempted pump was expected to be returned. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.